Manufacturer narrative:
Lot number listed in d4 is invalid and yields no further information at this time. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc)/organ perforation, deep vein thrombosis (dvt), abdominal pain, physical limitations, anxiety, depression. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported abdominal pain, physical limitations, anxiety, and depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6)2007 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava/organ perforation, and pe. The patient further alleges "dvt/pe and abdominal pain," as well as physical limitations, anxiety, and depression. On (B)(6)2015, report from CT (computed tomography): "extensive bilateral pulmonary emboli with findings suggesting pulmonary artery hypertension and right heart strain." "Infrarenal ivc filter, tilted to the right with the tip abutting the right lateral caval wall. However, struts expand to the entire circumference of the cava with possible perforation of three of the struts normal but no evidence of retroperitoneal hemorrhage. No definite thrombus within or adjacent to the filter, but the cava is largely unopacified." On (B)(6)2019, independent review of medical records: "the patient's anticoagulation therapy was suspended in 2015 for planned neck surgery. The patient developed new onset rle dvt and bilateral pulmonary emboli, despite the presence of [the] ivc filter." "The patient's ivcf is a cook gunther-tulip retrievable ivc filter, deployed infrarenal at the l2-3 level. Filter is tilted laterally with the apex of the filter contacting the caval wall just below the r renal vein. All 4 primary filter struts perforate the wall of the ivc, with the posteromedial strut impinging on and partially perforating the wall of adjacent aorta. No strut fractures or missing components. No caval thrombosis, wall thickening or filter embedment. No pericaval hemorrhage." On (B)(6)2019, report from CT: "stable appearance of the infrarenal ivc filter, which is angulated with the tip impacting the right lateral caval wall without visualized penetration. One of the struts penetrates the left wall and abuts the right lateral margin of the adjacent aorta. The tip of the strut is not definitely intraluminal."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: catalog number is known; lot number is unknown, however, the alleged tulip is manufactured and inspected according to controls. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information available.

Manufacturer narrative:
Non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe) and tilt. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2007 after being diagnosed with deep vein thrombosis (dvt) following a neurosurgery. Approximately, 8 years and 5 months after receiving the filter implant, the patient was diagnosed with extensive bilateral pulmonary emboli and a tilted filter. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.